Event description:
The device could not be interrogated. Several unsuccessful attempts were made to interrogate the device. The device was explanted.

Event description:
The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The field experience was confirmed. The device was interrogated and no communication was established due to low battery voltage. Communication was re-established with a new battery installed. Temperature and humidity testing were performed; no high current states were observed. The battery was destructively analyzed at the vendor. An internal anomaly was found. This anomaly would account for the low battery voltage and loss of communication. .